Event description:
It was reported that a female patient underwent unspecified breast augmentation with a 500cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures during bilateral replacement surgery with catalog number 3502504bc; serial number (B)(4) on the left side, and with catalog number 3502504bc; serial number (B)(4) on the right side on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 21, 2022, mentor became aware that patient also experienced right side capsular contracture; baker grade iii and the patient's age was 55 at the time of event. Applicable fields have been updated on this form accordingly. On april 22, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 500cc breast implant was found to be ruptured and received incomplete. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).